Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented with the device exhibiting beeping tones. Device interrogation confirmed that the device had entered into safety core. Technical services was consulted and recommended device replacement. A replacement procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. No adverse patient effects were reported during the procedure.